Event description:
It was reported that during removal of a wound drain, the drain broke and a portion remained inside the patient. The patient was returned to surgery to have the indwelling drain portion removed. Placed in 2002 and removed 5 days later. No resistance noted during removal however, drain snapped upon removal and white part immediately retracted into wound. 4.0 nylon suture used to secure drain. No perforations were made in the drain.